Manufacturer narrative:
(B)(4). Additional information: the user facility checked the hose connections and there were no apparent gas leaks. They performed a second calibration and the mechanical flowmeter was matching the central control monitor display.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (o2) sensor of the electronic patient gas system (epgs) was not calibrating. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced oxygen (o2) sensor and tested the unit and the unit operated to the manufacturer's specifications. The suspect o2 sensor was disposed of and will not be returned to the manufacturer for further analysis. Data log analysis shows all attempts to calibrate the gas system fail with "o2 sensor out of range at calib." The sensor voltage is too high indicating the o2 sensor should be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.